Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information from patient husband alleging the dreamstation 2 advanced auto CPAP device has stopped working and unit is boiling the water in the humidifier even when the device is not on. Device is too hot to touch. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.